Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was still experiencing pressure, even after a recent procedure, wherein a lead was removed to create space to relieve the migraine for a suspected pressure on the nerve (MFR report #: 3006630150-2015-01802). The physician did not indicate if the migraine was device or procedure related. The patient underwent a procedure wherein the remaining lead was removed. No device malfunction was suspected.